Event description:
During follow-up, low pacing impedance, increased capture threshold and undersensing were observed on the right ventricular (rv) lead. The physician suspected rv lead insulation damage, although it was not confirmed. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.